Event description:
The international affiliate reported that a transfer set became disconnected from a titanium adapter in 2005. It is not known how long the transfer set was in use. Pt was administered prophylactic antibiotics (vancomycin and ceftazidime for hours followed by ciproflaxin) at that time. Four days later, the pt had their transfer set and adaptor changed, and a specimen of effluent was taken. Three days later, bacteriology alerted the pt that the effluent grew staph aureus. The pt was then treated with antibiotics for three weeks. After three weeks, the pt continued to have recurrent peritonitis, and did not respond to antibiotic therapy. Three mos later, the pt was transferred to hemodialysis due to persistent infection and weight loss. In 7/2005, the pt was hospitalized and pt's catheter was removed. It was then discovered that the recurrent peritionitis was being caused by staph albus. Once the catheter was removed, the pt recovered from peritonitis. The pt is now in stable condition.